Manufacturer narrative:
The insulin pump alarmed during the self test and was unable to communicate with test glucose meter due to faulty electrical component on the radio frequency board, also received with high idle current due to faulty lcd driver on the lcd board. However, the insulin pump passed the a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a radio frequency failed self-test alarm. The customer's blood glucose level was 7.5 mmol/l. The customer was not able to send blood glucose with the meter. The customer's device was replaced, and was advised to return the product for analysis.